Manufacturer narrative:
Initial and final MDR 2011639 - MDR 3003442380-2024-28239 - device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 6 cannula sets being kinked between (B)(6) 2024 to (B)(6) 2024. The kinking of set was noticed within 3 hours of insertion, the site was leg, abdomen where cannula was inserted. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available(B)(4).